Event description:
Reporter alleged discrepant blood glucose results of 237 & 270 mg/dl on the customers advantage system compared to the doctors measurement of 106 mg/dl when the comparison was performed 1-2 minutes apart. Customer stated glucose readings had been higher lately so he went to the doctor to have glucose tested. Customer indicated not having any high or low glucose symptoms during the time of the testing and stated the incident occurred during a previous month when the test strip were not expired at the time. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.